Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging the user dropped the pump while changing out the infusion set. The pump reportedly has a blank screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8-feb-2018 with the following findings: during the investigation, the battery compartment and returned battery cap were found to be undamaged and able to fit securely. The pump¿s cover was removed, and the u22 eeprom component was found to be cracked. The unity test code downloader tool application v 1.0.0 was used to conclude an eeprom failure. The pump powered up to a blank screen, and the reported ¿blank screen¿ complaint was duplicated.